Event description:
It was reported that the pump history was missing data despite being in use. There was no impact to the customer¿s blood glucose. Reportedly, customer continued to use the pump for insulin therapy.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.